Manufacturer narrative:
Insulin pump received with intermittent act and up button response due to corroded keypad traces. No button error alarm, unexpected audio and beep or vibrator anomaly noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, weak battery or off no power alarm noted. Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Button error alarm was also reported. Customer's blood glucose level at the time 249 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.